Event description:
It was reported that a system error (se) 2367 (air in line) alarm occurred on the homechoice (hc) device during the fifth cycle. There was patient involvement, however there was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.